Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer found the tube without label on unspecified number of tubes. There was no health impact or consequence reported.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the customer found the tube without label on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary. Bd had not received any samples or photos for investigation. Therefor a total of 30 retained samples were subjected to a visual inspection for a missing label, and all 30 retained samples passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.